Manufacturer narrative:
Patient weight was not available from the site. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the healthcare professional felt inaccurate once deep in the middle of the brain. Navigation was about 10mm inaccurate. The site was not sure why the procedure became inaccurate but a member of the surgical staff acknowledged that it may have been due to brain shift/swelling.  Navigation was aborted causing no delay to the procedure. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.